Event description:
Physician was attempting to treat a lesion in the left anterior descending (lad), using an endeavor resolute drug eluting stent. The lesion is reported to be severely calcified and tortuous with 85% stenosis in the proximal to mid lad and 80% stenosis in the distal lad. The lesion was pre dilated but the endeavor resolute device could not cross the lesion due to calcification. A new device was used to complete the procedure. No reported patient complications or clinical sequelae. Evaluation summary: the device was returned for analysis. The distal tip was stubbed. The 1st, 2nd, 12th, 13th and 14th proximal segments had raised/damaged struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (lesion morphology - 80-85% stenosis, severe calcification, severe tortuosity), inherent risk of procedure (stent deformation), deformation issue (stent). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (lesion morphology - 80-85% stenosis, severe calcification, severe tortuosity), known inherent risk of procedure (stent deformation). (B)(4).